Manufacturer narrative:
Patient information was asked but unknown. The instrument has not been returned for analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that the accuracy of the cervical probe tip changed each time the instrument was placed on the pivot by changing the direction of the instrument due to deformation of the cervical probe tip. The inaccuracy was noted to be 1mm during navigation. The procedure was completed with fluoroscopy. There was no delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
The probe was returned to medtronic for analysis. Analysis revealed that the probe had no apparent physical damage. With markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking. No problems were found. If information is provided in the future, a supplemental report will be issued.